Event description:
It was reported that pump battery would not charge and showed a power source alert before issue resolved on its own. There was no reported impact to the customer¿s blood glucose level. Customer used tandem wall adapter and charging cable, pump began charging again, pump did not shut down or become unable to turn back on, and no further assistance was required.